Event description:
On or about october 5, 2009, stryker received a personal injury report alleging that a patient first underwent shoulder surgery in 2005, a second procedure in 2006, a third procedure 5 months later, and a fourth procedure at approx 4 months later, and following each surgery, a stryker pain pump was prescribed. The patient was diagnosed with chondrolysis and alleges the chondrolysis is a result of continued injection of medication into their shoulder. There are no allegations that the product failed to perform as designed or programmed by the physician. Stryker is unable to ascertain whether or not one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stent placement procedure performed on (B)(6), 2010. According to the complainant, while preparing the stent for use, the physician thought that the stent "looked longer than it should be" and longer than the packet stated. He did not feel comfortable using the stent as he feared that it was too long and could effect the patient's vocal chords. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
During service, a baxter technician discovered a colleague infusion pump with an inoperative phm keypad. It was confirmed that all of the keys on the phm keypad were inoperable. No patient injury or medical intervention had been reported related to the device. There is no additional information was available.

Manufacturer narrative:
(B) (4). In the initial medwatch report 6000001-2009-00932, it was incorrectly stated that all of the keys including the stop and channel select keys were inoperative on the pumphead module keypad. There is not a channel select key on this pump since it is a single channel pump. All of the keys on the pumphead keypad including the stop key were inoperative.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The master software version is 5.03.00, cateogrized as unremediated.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this complaint. (B) (4). During service, a baxter technician discovered that the phm keypad was inoperative. The baxter technician confirmed that all of the keys on the phm keypad were inoperable including the channel select and stop keys. The phm keypad was replaced. The pump was returned to the customer.

Event description:
Patient had a syncopal episode in the waiting room at the physician's office. The patient was not responsive and required emergency care. Upon interrogation, the 24 hour heart rate curve showed a ventricular rate of less than 20 bpm at the time the patient was unresponsive. The patient was sent home a few days later, and the device remains implanted.